Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem of "ec345 and false upstream occlusion" was not reproduced. A review of the event history log (ehl) revealed evidence of the reported problems. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed upstream thermistor. The upstream sensor assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had error 345 (thermistor disparity) and false upstream occlusion during flow accuracy test during programming/setup in the biomedical service department. There was no patient involvement. No additional information is available.